Manufacturer narrative:
Follow-up #1: date of submission 08-jul-2019 device evaluation: the pump has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: the pump black box showed contains dates from 20-mar-2019 to 29-mar-2019. The pump histories for the issue reported on 30-jan-2017 have been overwritten due to continued use of the pump. A review of the total daily dose history indicated that insulin delivery totals correctly reflected the programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until deliveries were halted by the user at 12:13 am on 29-mar-2019. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue.the reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was alleged that the pump caused the patient to have a blood glucose higher than 250mg/dl but was less than 500 mg/dl without symptoms . This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.